Event description:
I have been trying the new coopervision proclear multifocal toric contact lenses. They are very comfortable and provide excellent visual acuity. However, they are "extremely" fragile and tear very easily. I have worn monthly soft contact lenses for more than 20 years and have had only minor problems with lenses tearing. The expensive coopervision multifocal toric lenses are also supposed to have a 30 day use cycle, but I have been unable to go more than 3 days without a lens tearing, either on removing it from my eye or removing it from the soaking case. This experience is very frustrating, and potentially very expensive, since each lens costs about (B)(6). Coopervision benefits financially if it's necessary to replace their lenses frequently, so they may not have much incentive to improve the durability of these lenses. Initially, I thought that I was doing something wrong, and that other people might not have this problem. However, I saw a series of comments on the coopervision website that made it clear that this was a common problem. You can find theses comments on the page http;//coopervision.com/comment/1161276. I would be grateful if you could review their trial data relating to lens durability and take whatever action is feasible to improve the quality of these lenses.